Event description:
It was reported that during a vertebroplasty procedure the device leaked cement and the cement cured faster than the surgeon expected. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Device discarded by customer.